Event description:
It was reported that a pump displayed system error 322 alarms. It also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was able to reproduce the reported symptom of system error 322. The evaluation found the upper latch switch to be slow to respond causing the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state to the door closed/set loaded state and the lower link switch does not activate. The entire upper auxiliary assembly was replaced.